Event description:
Customer reported that the check valve didn't work above the port where the secondary attaches. The secondary fluid infused into the primary bag. On consecutive nights the pump pulled the avelox from the secondary tubing up into the primary (normal saline) bag. This was obvious because of the green color of the avelox. No patient harm reported or medical intervention required. Although requested, no additional event or patient information provided.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation is not complete. A follow up report will be submitted once the failure investigation has been completed.